Manufacturer narrative:
Complaint has been evaluated and is similar to previous report number 1644408-2021-01437; 400-03-362, s800 - revision surgery, revision surgery. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.

Event description:
Revision surgery - just popped head off and put a new one on. No infection found.